Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that the patient is not able to connect to their implantable neurostimulator, as they are seeing the message "therapy has stopped, replace internal device,"" but the device has only been implanted for about a year. Reviewed eos message. The agent suggested returning the implantable neurostimulator for analysis, but likely depletion is due to the patient's settings and impedances. The caller called back again to review meaning of eos message on the patient's handset to fully confirm the meaning of this screen and that ins has reached the end of service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the stimulator passed functional testing and was at normal end of service (eos). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-20 additional information was received from the manufacturer representative (rep). The rep called today to discuss warranty and next steps. The patient was asking about warranty due to the battery only lasting 15 months. Technical services reviewed various factors that impact battery longevity. Sent the rep a link to warranty website and reviewed when the ins is replaced it should be sent back for analysis if there was concern with the battery. The rep called back on 2026-mar-06. The caller stated the patient was undergoing replacement the day of the call and inquired about returning the ins for analysis and warranty information. Technical services reviewed sending the ins back within 30 days via return mailer kit and emailed warranty information. On 2026-mar-13 the caller indicated that they would be sending the device back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.